Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed; however, the root cause of the event was unable to be identified. The event most likely occurred due to foreign material becoming stuck in the secondary water channel during user handling and was not removed and became clogged. The event can be detected/prevented by following the instructions for use which state: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush detergent solution and air into the auxiliary water channel (for endoscopes with auxiliary water feeding only)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reported issue (defects of the whole distal end and the distal end cover) was confirmed. It was observed the plastic distal end cover was cracked. In addition, service found the insulation resistance value between the distal end and the connector was out of specification, the light guide rod lens was chipped, and the adhesive on the bending section cover was chipped. The connecting tube was scratched and crunched. The paint on the air/water nut, and the suction cylinder nut, was peeled off. The switch box and switch button #1 were discolored. There was a gap between the universal cord and the protector. The color ring was broken. The air/water flow was out of specification. The bending angle in all directions was out of specification, and there was play in the up/down knob and the right/left angulation knob. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there were defects of the whole distal end and the distal end cover of the subject device. The reported issue occurred during an inspection of the device conducted at the facility. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the secondary water supply channel was clogged. This report is being submitted for the clogged water supply channel.